Manufacturer narrative:
The reported event of unable to be implant was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies.

Event description:
During implant, the right ventricular (rv) lead was unable to be implanted after multiple attempts. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.